Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the fiber optic arterial pressure waveform became very erratic. Text images revealed an artifact filled arterial pressure waveform. The customer was advised of the possible causes including migration of the iab or clot formation at the tip of the balloon, which interferes with the manometer. A chest x-ray was suggested to confirm iab placement. The arterial pressure source was switched to the inner lumen which produced good results. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period aug-19 to jul-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4). H3 other text : device not returned.